Event description:
It was reported that the user experienced overnight low blood glucose while using the ilet system, associated with announcing ¿less than¿ meal sizes despite eating very low carbohydrate dinners, which resulted in insufficient insulin learning and potential insulin overcorrection behaviors; education was provided on correct use of meal announcements and on using the pause insulin feature during exercise. Symptoms included hypoglycemia with glucose in the 60s. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included product use troubleshooting and user education. Investigation of this case revealed user-related use error with incorrect meal size announcements and risk of overcorrection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.